Event description:
A malfunction was reported on the customer's pump, and no notable events occurred prior to the issue. It was unknown if the customer's blood glucose level exceeded 500 mg/dl, as they declined to answer. The malfunction code was malf 0, and despite resetting the pump, the issue recurred. Technical support provided pump reset information and assisted the customer with the reset, but ultimately decided to replace the pump. They confirmed the pump was under warranty, organized the shipment of a replacement pump, and instructed the customer on actions needed, including using a backup insulin delivery method and ensuring the return of the faulty pump to avoid charges. The customer was informed about programming new settings and connecting their cgm to the replacement pump.